Event description:
It was reported to empi that a pt was burned during a hybresis treatment. The burn was approx 1 cm in diameter and under the battery area of the patch. The burn was treated with hydrocortisone dressing and silvadene ointment.

Manufacturer narrative:
The patch was not returned to empi for eval. This report is being submitted because empi has received a similar complaint that suggests that this device may have malfunctioned in such a way that it would be likely to cause or contribute to a serious injury if the malfunction were to recur.